Event description:
It was reported that bd vacutainer® cat plus blood collection tubes had foreign matter on the tubes. This occurred on 26 separate occasions. No serious injury or medical intervention was reported. Verbatim: "a customer has just raised our attention to a batch of 367895 (26 units) which have had water like blotches on the tubes (please see attached image). Please can you confirm what this could be as it is inside the plastic and no opened, we have 26 of these in stock and are questioning if these are faulty/contaminated and are no longer safe for our customers. Please advise? Bought under the po:161859".

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cat plus blood collection tubes had foreign matter on the tubes. This occurred on 26 separate occasions. No serious injury or medical intervention was reported. Verbatim: "a customer has just raised our attention to a batch of 367895 (26 units) which have had water like blotches on the tubes (please see attached image). Please can you confirm what this could be as it is inside the plastic and no opened, we have 26 of these in stock and are questioning if these are faulty/contaminated and are no longer safe for our customers. Please advise? Bought under the po: (B)(6)"